Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. Programming changes were discussed but no device intervention was performed. The patient had no adverse consequences.